Manufacturer narrative:
Updated film evaluation summary: the exact cause of the reported neck dilatation and partial detachment of the suprarenal stent could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and films during the recent intervention were not available. Review of CT¿s from ~7 years post-implant revealed that the endurant bifurcate stent graft fabric was positioned 5 ¿ 10mm below the renal arteries; however, there appeared to be partial detachment of the suprarenal stent from the proximal fabric of the bifurcate. The distal apices from three (3) of the 6 suprarenal stents, located on the posterior and postero-right side, had pulled away ~5mm from their graft fabric attachment points. The suprarenal stent and the bifurcate proximal covered stent both appeared intact (no obvious fractures), but unable to confirm from the films provided if the partial suprarenal st ent detachment was caused by suture failures and/or fabric tears. It is possible that neck dilatation due to disease progression may have led to the partial stent detachment. The maximum aaa diameter measured 9cm; however, no clear proximal type 1 endoleak was observed. However, the bifurcate proximal od across the proximal stent measured ~32mm, so potential aaa sac pressurization due to insufficient radial apposition of the bifurcate to the proximal neck cannot be ruled out. Moderate neck calcification and neck angulation was also observed. It is possible that neck dilatation caused by disease progression, may have placed the suprarenal stent attachment sutures under high stress, which eventually led to the partial stent detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50+mm diameter abdominal aortic aneurysm on an unknown date. A CT scan carried out showed dilation of the neck without evidence of a type ia endoleak. It was reported the cause of the event cannot be determined. An intervention procedure was carried out. It was reported that during fluoroscopy the physician noted the bare springs in the right margin of the bifurcated stent graft had become detached. The physician was unable to determine if the detached bare springs was the cause of the neck dilation. A 36 mm proximal aortic cuff was implanted up to the lowest renal artery and 6 heli-fx endoanchors were placed proximally securing the stent graft to the aorta. Several endoanchors were also placed at the distal margin of the aortic cuff to secure the cuff to the existing stent graft. It was also reported that although there was no type ib endoleaks noted it was decided to extend the limbs bilaterally to the hypogastric arteries. A 16-13-156 limb was implanted on the right and a 16-23-124 limb was implanted on the left. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.